Event description:
It was reported that the patient has been getting fluid buildup around the implantable pulse generator (ipg) pocket site. It was also noted that the patient was experiencing charging issues, and it was unknown if this was due to patients weight or due to fluid buildup. The patient was administered antibiotics which got rid of the edema, inflammation and swelling. Additional information was received that the patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced. The patient was doing well postoperatively. The explanted device was not returned per facility policy.

Event description:
It was reported that the patient has been getting fluid buildup around the implantable pulse generator (ipg) pocket site. It was also noted that the patient was experiencing charging issues, and it was unknown if this was due to patients weight or due to fluid buildup. The patient was administered antibiotics which got rid of the edema, inflammation and swelling.